Event description:
It is reported that the customer had low blood glucose levels of 60 mg/dl. The customer treated with orange juice and ate some toast. The customer reported that the insulin pump did not provide any low reservoir alarm, when the insulin in the reservoir got low. The customer was advised to adjust the alarm amount in the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.